Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose level of 429 mg/dl. Customer also had a high blood glucose level of 325 mg/dl. Customer treated with manual injections. Customer is currently on the insulin pump but is using saline. Customer's parent thinks the issue has to do with the bayer meter. Caller reported having issues with three sensors having a variance in readings. Customer's parent declined troubleshooting for the sensor glucose vs. Blood glucose issue. The sensor will be returned for analysis, not the insulin pump.